Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was damaged. Upon investigation, wires within the connector were pulled and damaged, causing the communication issue and service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 204 (belt/monitor unusable).